Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome. The patient reported that they had no telemetry with recharging. They stated that their implantable neurostimulator (ins) has not taken a charge since 6 months ago. They patient noted that it was taking longer and longer to charge, and the longevity has become less and less. They stated that they saw the reposition antenna screen on their recharger. The patient added that they have not felt stimulation for 7-8 months. The patient confirmed that they have an appointment on (B)(6) 2018 at their pain clinic. They mentioned that they were non-compliant with recharging. The patient indicated that they did not have a managing physician, thus physician listings were sent to them. No further complications were reported or anticipated.